Event description:
Consumer reported needle clog during injection, stated that there is no insulin flow. Lot #: 3143601 catalog #: 320555 date of event: unknown samples: available - sending mail kit.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections d3 (country type & country) and h6 (component code, type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent npe cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.